Event description:
The following has been reported by customer: tci profpfol mode, displays pressure alarm, cannot be acknowledged, then resets itself, dose rate resets itself to 0 and can no longer be adjusted. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.